Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified wer reviewed and confirmed there were no deviations or non conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's nurse reported finding a fluid leak following the patient's treatment. Fluid was leaking from the cassette. The set was discarded. During follow up the patient's pd nurse reported the patient had been prescribed prophylactic antibiotics vancomycin and ceftazidime. The patient did not have any signs of infection.